Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. Analysis of the system was performed and it was found through x-rays that this lead experienced fracture. Reprograming of the device was performed and the patient will continue to be monitored. This lead remains in service. No further adverse patient effects were reported.